Manufacturer narrative:
Tandem technical support (cts) followed up with customer on 12/15/2015, cts confirmed from the data logs that the customer had not filled the cartridges with the minimum amount of insulin. The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling three cartridges with insulin during the load process. The customer's blood glucose level was 485 mg/dl. The customer administered manual injections.